Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device remote manager had recurring failures, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device remote manager had recurring failures, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager recurringly failed. A field service engineer shut down the medstation and removed the remote manager latch. The field service engineer cleaned the micro switches and reinstalled the latch. The power station was turned back on. Functional testing was performed in the medstation application, and it was successful. The system functioned as intended after the field service engineer repaired the device.